Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, a tear drop-shaped clip was formed at the 1st firing when the device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. The clip was fed into the jaws properly before the incident. There was no unexpected resistance in grasping the trigger. There was no unexpected noise at the incident. There was no torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip. The device was fired outside the patient after the incident and a tear drop-shaped clip was formed as well.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).